Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure within the inferior bile duct of a patient, on (B)(6), 2010. According to the complainant, the endoscope was inserted into the patient; and then the stent system was advanced over the guidewire without resistance. During deployment resistance was encountered, and the guide catheter stretched, but did not break. As a result of the stretched guide catheter, the stent was unable to be deployed. The procedure was successfully completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. The investigation results revealed that the guide catheter was broken. Based on this information, this event is now deemed reportable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.